Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch was not working during a neurovascular diagnostic procedure which was completed as planned by using the wired footswitch. Per the information collected, there was bad reception for the wireless footswitch signal on the head side of the table and wi-fi indicator on the footswitch was in solid red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The philips engineer inspected the system on-site and replaced antenna of the wi-fi base station. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a medical device correction z-2485-2023. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch had poor wi-fi reception on the head end of the table. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the reception at the head end was not optimal. The fse replaced and realigned the antenna on the base station and the device was returned to expected functionality. Philips has continue to investigation of the complaint.